Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 13 months post-op, the patient felt lumbar pain. A CT scan found that two screws were broken. No revision surgery has been scheduled. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Submitted picture appears to show legacy mas screws broken between ~0-2 threads from the base of the bone screw head. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
Films supplied for review found: lumbar fusion surgery l4-l5-s1 with decompressive laminectomy at both levels and tlif at l5/s1. Screws are present at each level. No interbody device is seen at l4. The surgery was reportedly performed in (B)(6) 2012. Subsequent increased back pain in 2013 forced return to the physician and broken screws were noted on x-ray at s1. Alignment of the construct shows some increased kyphosis through l5/s1 suggesting incomplete fusion (pseudoarthrosis) at this level.